Manufacturer narrative:
This product is registered as a combination product. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead exhibited noise oversensing. On (B)(6) 2020, the lead was explanted and replaced successfully. The patient did not experience any symptoms due to the anomaly and remained in stable condition following the procedure.

Manufacturer narrative:
The reported event of lead noise oversensing was confirmed. Final analysis found the complete lead was returned in one piece measuring 52.0 cm. External insulation abrasion exposing the outer coil was found at 17.2 cm to 17.6 cm from the connector pin. The abrasion damage was consistent with friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abraded area.